Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering the bolus and it times out. The customer stated that she experienced hyperglycemia. The customer's blood glucose level was 270 mmol/l at the time of call. Troubleshooting was not performed at the time of call. Product is not expected to return for analysis.